Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01726.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2015. Alleged fracture." Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿malpositioned ivc filter with multiple bent perforating struts."